Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's longevity estimate changed drastically since the last check in (B)(6) 2016. The voltage at the time was 2.57v with a longevity estimate of 3.1 years. At the current check, the battery was 2.54v with a longevity estimate of 1.5 years. It was noted that the previous (B)(6) 2016 check was an overestimation by the programmer and that the current longevity estimate is reliable. The patient will be followed based on the 1.5 year estimate.